Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device came down for low flow. A functional check showed that the circulation pump had failed. Nurse requested mss resend the 2k hour service quote from 22jun. Nurse states that the device kept alerting 01 (patient line open) alert 02 (low flow). Nurse has already changed the whole set of pads prior to calling. Target temperature was 33, hypothermia therapy protocol. Mss instructed nurse to stop therapy, empty pads, disconnect pads, and reconnect with proper technique. Flow rate was 0.1lpm, alerting 01 (patient line open). Checked system diagnostics, patient temperature was 36.8c, outlet monitor temperature (t1) was 13.6c, outlet control temperature (t2) was 13.6c, inlet temperature (t3) was 31.5c, chiller temperature (t4) was 7.8c, inlet pressure was -2psi, circulation pump command was 100, mixed pump command was 0, heater command was 0, water reservoir level was 3, system hour was 4351, pump hour was 4163. Mss had nurse put device in manual control mode at 10c, removed fluid delivery line and occluded l valve where fluid delivery line inserted, inlet pressure was -3psi. Mss had nurse replace fluid delivery line and check inlet pressure still only -2psi. Mss had nurse disable manual control. Mss checked older alerts and alarms in event log. Nurse found only alert 01 and 02 for this case, but found an alert 113 (reduced water temperature control) from september 2022. Mss advised this unit needs to go to biomed, suspect circulation pump failure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device came down for low flow. A functional check showed that the circulation pump had failed. Nurse requested mss resend the 2k hour service quote from (B)(6). Nurse states that the device kept alerting 01 (patient line open), alert 02 (low flow). Nurse has already changed the whole set of pads prior to calling. Target temperature was 33, hypothermia therapy protocol. Mss instructed nurse to stop therapy, empty pads, disconnect pads, and reconnect with proper technique. Flow rate was 0.1lpm, alerting 01 (patient line open). Checked system diagnostics, patient temperature was 36.8c, outlet monitor temperature (t1) was 13.6c, outlet control temperature (t2) was 13.6c, inlet temperature (t3) was 31.5c, chiller temperature (t4) was 7.8c, inlet pressure was -2psi, circulation pump command was 100, mixed pump command was 0, heater command was 0, water reservoir level was 3, system hour was 4351, pump hour was 4163. Mss had nurse put device in manual control mode at 10c, removed fluid delivery line and occluded l valve where fluid delivery line inserted, inlet pressure was -3psi. Mss had nurse replace fluid delivery line and check inlet pressure still only -2psi. Mss had nurse disable manual control. Mss checked older alerts and alarms in event log. Nurse found only alert 01 and 02 for this case, but found an alert 113 (reduced water temperature control) from (B)(6) 2022. Mss advised this unit needs to go to biomed, suspect circulation pump failure.